Event description:
It was reported there was an incident involving a chait percutaneous cecostomy catheter. The device was required for a study procedure (MDR-2036) for treatment of fecal incontinence and severe, chronic constipation. On (B)(6) 2019, the patient had their previously placed cecostomy catheter exchanged for a cook cecostomy catheter. The new catheter was placed into the appendix during an office visit. The placement procedure was successful and no deficiencies were identified during the procedure. The initial bowel evacuation was successful. Saline and glycerin were instilled throughout the duration of time the cecostomy catheter remained in place. On (B)(6) 2019 (104 days post-procedure), the cecostomy catheter fell out over night and was subsequently replaced in clinic the following day, (B)(6) 2019. The site noted ¿the tube did not stay in the malone tract¿ as a cause for this event. No other adverse effects were reported for this incident.

Manufacturer narrative:
Blank fields on this form indicate the information is unknown or unavailable. A2 - age at time of catheter initial placement: 11 years-old. D2a - common device name: additional names: exd irrigator, ostomy. D2b - procode: additional product codes: exd. This report includes information known at this time. A follow-up report will be submitted should additional, relevant information become available. This report is required by the FDA under 21 cfr part 803 and is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement contained herein is intended to be an admission that any cook device is defective or malfunctioned or that a death or serious injury occurred; nor is it admission that any cook device caused, contributed to, or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Manufacturer narrative:
Blank fields on this form indicate the information is unknown, unavailable, or unchanged. This report includes information known at this time. A follow-up report will be submitted should additional relevant information become available. This report is required by the FDA under 21 cfr part 803 and is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement contained herein is intended to be an admission that any cook device is defective or malfunctioned or that a death or serious injury occurred; nor is it admission that any cook device caused, contributed to, or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Event description:
Disease states responsible for device placement included cerebral palsy, neurogenic fecal incontinence, paraplegia, and urological disorders.

Manufacturer narrative:
Investigation ¿ evaluation: (B)(6) hospital (cincinnati, USA) reported via a post- market study (MDR-2036) that a chait percutaneous cecostomy catheter (rpn: tdcs-100; lot#: unknown) dislodged. The device was required for treatment of fecal incontinence and severe, chronic constipation. On (B)(6) 2019, the patient had his previously placed catheter exchanged with a cook cecostomy catheter. The chait was placed in the appendix during an office visit. Saline and glycerin were instilled throughout the duration of time the catheter remained in place. The placement procedure and initial bowel evacuation were successful. No deficiencies were identified during the procedure. On (B)(6) 2019 (104 days post-procedure), the chait catheter dislodged from the patient. The site noted, ¿the tube did not stay in the malone tract¿. The device was replaced the following day during a scheduled clinic visit. No other adverse effects were reported for this incident. The patient was an 11-year-old male who weighed 27 kg and was 143 cm tall. His past abdominal surgical history included a gastrostomy tube procedure, vesicostomy, mitronfanoff procedure, and a malone procedure. Comorbidities that contributed to device placement include cerebral palsy, paraplegia, neurogenic fecal incontinence, and urological disorders. It was noted the patient had quadriplegia. A review of documentation including the instructions for use (IFU) and quality control procedures was conducted during the investigation. The complaint device was not returned; therefore, no physical examinations could be performed. However, a document-based investigation evaluation was performed. A review of the device master record (dmr) concluded that sufficient inspection activities are in place to identify this failure mode prior to distribution. A review of the device history record (DHR) was unable to be completed due to a lack of lot information. An expanded sales search to the customer was unable to identify the complaint lot. Based on the available information, cook has concluded that the device was manufactured to specification and that there is no evidence suggesting nonconforming product exists either in house or in field. Cook also reviewed product labeling. The IFU packaged with the device contains the following in relation to the reported failure mode: "contraindications: previous abdominal surgical procedures. Precautions: for tract lengths between 6 and 14 cm, see sizing recommendations for appropriate size. If cecostomy tract is greater than 14 cm, a multipurpose drainage catheter should be used. Instructions for use: carefully pull catheter out over pre-positioned wire guide (e.g., amplatz ultra stiff). Determine cecostomy tract length and place appropriately sized catheter. Note: confirm that tract is appropriate length to accommodate chait trapdoor cecostomy catheter by advancing wire guide, under fluoroscopy, until tip is within cecum and then clamping hemostat at skin level. Withdraw wire guide, and measure distance from hemostat to wire guide tip. Insert metal stiffener into catheter to straighten coils, and push catheter through tract over pre-positioned wire guide. Once catheter is inserted, remove wire guide and metal stiffener until trapdoor is flush against the access site. (When stiffener and wire guide are removed, the extra catheter coils will reform in the cecum.) Perform contrast injection to confirm catheter position and patency within cecum. How supplied: upon removal from package, inspect the product to ensure no damage has occurred." Based on the information provided, lack of product return, and the results of the investigation, a potential root cause has been traced to the patient's condition. A contraindication for this device is previous abdominal surgical procedures, and the patient was stated to have undergone multiple past abdominal procedures. The appropriate personnel have been notified. Cook will continue to monitor for similar complaints. Per the risk assessment, no further action is required. This report is required by the FDA under 21 cfr part 803 and is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement contained herein is intended to be an admission that any cook device is defective or malfunctioned, that a death or serious injury occurred, nor that any cook device caused, contributed to, or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Event description:
No additional information regarding the patient and/or event has been received since the previous medwatch report was sent.